Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The viperwire orbital atherectomy guide wire instructions for use manual states that perforation is a possible complication which that may be associated with use of the viperwire atherectomy guide wire. Csi ID: (B)(4).

Event description:
A viperwire guide wire and peripheral orbital atherectomy device (oad) were selected for treatment of two target lesions. One lesion was moderately calcified and located in the ostial superficial femoral artery (sfa) and common femoral artery. The second lesion was moderately calcified and located in the mid sfa to popliteal arteries. Access was femoral with contralateral left-to-right approach. Pre-treatment angioplasty was performed on both lesions. The oad could not be advanced through the mid sfa lesion; treatment was started proximal to the mid sfa lesion. Nine treatments were administered in the mid sfa. Three treatments were administered in the popliteal artery. Three treatments were administered in the ostial sfa. Angioplasty was then performed. The final angiographic review revealed a perforation near the tibia. The perforation was resolved with 10 minutes of compression. The procedure was successful. The physician commented that the perforation may have been caused by the distal tip of the viperwire.